Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. This report is for one unknown screw/unknown lot number. Device is an instrument and is not implanted/explanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient received a synthes unknown plate in her ankle. The screw was removed because is limited the patient range of motion. During removal, the screw broke and a portion of the screw was retained in the bone. The plate and 7 screws were left in the patient and will be explant on a later date. The outcome of the patient and procedure was good. No additional information was available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one unknown screw was received. The complaint condition is confirmed as the screw was received with the distal threads missing and it was confirmed that the x-rays show a broken screw. Per the technique guides, the retuned screw is intended for use across various trauma plating systems. During removal, the screw broke and a portion of the screw was retained in the bone. The returned screw was received with a roughly transverse break in the threaded shaft. The fracture site was examined and no material voids or irregularities were identified which may have potentially compromised the integrity of the device. The distal threaded portion was not returned as it was reported to remain implanted. The returned portion (screw head included) measures approximately 24.7mm in length. The hex drive shows wear and the threads show flattening. Thus, the complaint condition is confirmed and consistent with the reported condition. Furthermore, a review of the received x-rays was performed and confirmed the broken screw in the x-rays. The part number for the returned screw could not be definitively determined due to the damage and the missing threads. However, based on the reported procedure and screw dimensions, the screw was determined to most likely be a part of the 204.xxx part family. Thus, a review of the current design drawing was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The condition is consistent with the result of fatigue from withstanding strong cyclical forces followed by significant torsion. There are many factors that impact the forces an implant must withstand including the initial surgical technique, the circumstances over the implanted duration, and the removal technique and circumstances. There are many factors that impact the forces an implant must withstand. First, regarding the surgical technique, the plate was reported as unknown and could not be identified from the x-rays. The broken screw was determined to be used across the fibula and tibia as a syndesmotic screw. This is generally meant to provide temporary fixation because as normal fibulotibial motion occurs the screw will resist the motion and, thus, withstand additional forces. Second, the lifespan of the implant is further impacted by patience compliance, activity level, and comorbidities. Third, the forces during removal such as excessive torsion and the force to overcome tissue ingrowth could result in breakage of an already fatigued screw. As the patient was 15 years old and the implants were in the patient for approximately 11 weeks it is probable that tissue ingrowth had occurred. In conclusion, the combine result of these factors could eventually lead to breakage during removal due to excessive torsion and previous metal fatigue. However, the root cause cannot be definitively determined as many of these factors are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown when the range of motion loss started; screw broke on (B)(6) 2015. Part of the screw remained in the patient, device was not fully explanted. Device is an implant and was implanted and partially explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and it was noted that the screw breakage could be confirmed.